Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of pump stoppages was confirmed through the evaluation of the submitted system controller log file. The submitted log file revealed that pump stoppages had occurred on (B)(6) 2017 between 10:54 pm and 11:08 pm and resulted in low speed and low flow hazard alarms. These events occurred while the system was connected to the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however the cause could not be conclusively determined through this evaluation. The center reported that x-ray images were evaluated on site and did not reveal any areas of concern. The patient remains ongoing on vad support with an ungrounded patient cable for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 2 years and 7 months post implant, pump stoppage events were observed on the system controller's log file during a check at the hospital. The x-rays were evaluated on site and no suspicious areas were reported. The lvad clinicians suspected a percutaneous lead (driveline) issue and a non-grounded patient cable was provided for use with power module a/c power. The patient was discharged. The patient was asymptomatic. No further information was provided.